Event description:
Clinic notes were received indicating that the vns patient's device showed high impedance during an office visit on (B)(6) 2015. The physician subsequently adjusted the patient's device settings. The patient noted that she was unable to perceive stimulation on-times from her device. X-rays were taken and were reported by the physician to be unremarkable. The patient underwent generator and lead replacement surgery on 04/02/2015. The explanting facility discards explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.